Event description:
The consumer stated her tampon came apart upon removal and pieces remained inside of her. She plans to visit her doctor to ensure remaining pieces are removed.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.